Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber damaged. Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, the laser fiber was found to be damaged. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.